Event description:
The physician reports that the crystalens tore in half when delivering the lens using a lens injector sys. Intervention was performed intrapoperatively to enlarge the original incision and remove the damaged lens. A second crystalens was implanted successfully.